Event description:
It was reported that during a balloon kyphoplasty procedure, a "balloon ruptured at 5cc volume and 400 psi under normal working condition". According to the report, it did not appear that any fragments were left behind. Upon closer examination of the balloon, there "appeared to be a slit in the side of the balloon". No patient allergy was reported. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: presence of blood indicates the instrument has been used during surgery. Functional analysis was not possible, due to a hole on the balloon of the ibt. Visual review identified a longitudinal rupture on the balloon from the distal base to approximately the center trough of the balloon. The morphology, location on the instrument and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.